Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were redness, warmth, and swelling over the ipg site. The physician believed that the infection was not device related, but was related to patient's recent revision procedure (MFR report #: 3006630150-2015-01760). The patient was prescribed antibiotics and underwent an explant procedure.